Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined.

Manufacturer narrative:
(B)(4). If follow-up, what type - correction- this supplemental is being submitted to retract the initial medwatch. Dexcom made a diligence follow-up with the patient and made contact. Patient confirmed that there is no inaccuracies to be reported. Therefore, there is no reportable inaccuracy as this is no longer a reportable complaint.

Event description:
Subsequent to the initial MDR, a correction is required.